Manufacturer narrative:
Reportable event type updated (patient underwent a pump exchange as reported on supplemental report follow-up #2).. Device evaluation: the evaluation of the returned explanted pump confirmed an issue that could have contributed to the report of pump stops and low speed alarms, which were observed in the submitted system controller log files. The initially submitted system controller log file captured several low speed advisory/hazard alarms on (B)(6) 2018. Power elevations up to 20.7 w were also observed during the low speed events. These events only occurred while the system controller was connected to a power module. Based on previous complaint history, the observed events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 12¿. The outer silicone jacket was severed approximately 7¿ from the metal connector, and the remainder of the outer layers were severed approximately 8.5¿ from the metal connector. Visual inspection of the underlying wires did not reveal conclusive evidence of damage that would have contributed to the events observed in the submitted system controller log file. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any issues that would have contributed to the reported events. The healthcare professionals at the user facility communicated that the patient had further low speed events following the initial repair. An additional system controller log file was submitted for evaluation, which revealed two low speed advisory alarms on 13aug2018 at 01:53:54 am and 06:18:33 am while the system controller was connected to a power module. Based on previous complaint history, the observed events appear consistent with a potential driveline issue. A second distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 26¿. The previous driveline repair site was observed approximately 15.5¿ to 19.5¿ from the metal connector. The layers of the driveline repair appeared unremarkable. The outer silicone jacket, bionate, and metal braided shield layers of the driveline appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The healthcare professionals at the user facility communicated that further pump stops occurred on (B)(6) 2018, after both distal end driveline repairs, while utilizing a grounded patient cable. An additional system controller log file was submitted for evaluation, which revealed a pump stop and low speed hazard/advisory event on (B)(6)2018 at 04:31:24 am, while the patient was connected to an mpu. Minor elevations in power up to 8.1 w and driveline disconnected alarms were associated with this event. Based on previous complaint history, the observed events appear consistent with a potential driveline issue. The patient was instructed to utilize an ungrounded patient cable for support. The patient remained ongoing until he underwent a pump exchange on (B)(6) 2018. The explanted pump was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The distal end of the driveline was returned in a segment measuring approximately 29.5¿, and the was remainder of the driveline was not returned. Hipot testing of the returned portions of the driveline revealed a breach in the insulation of the black wire at the nipple of the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted system controller log files. The relevant sections of the device history records for the device were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the replaced segments of the percutaneous lead (driveline) were returned for evaluation. The evaluation of the submitted system controller log files confirmed the report of pump stoppages and low speed alarms; however, a specific cause for these events could not be conclusively determined through the evaluation of the returned driveline segments. The initially submitted system controller log file captured several low speed advisory/hazard alarms on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. Power elevations up to 20.7 w were also observed during the low speed events. These events only occurred while the system controller was connected to a power module. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 12". The outer silicone jacket was severed approximately 7¿ from the metal connector, and the remainder of the outer layers were severed approximately 8.5¿ from the metal connector. Minor metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ from the metal connector (terminus of the distal end bend relief). Visual inspection of the underlying wires did not reveal conclusive evidence of damage that would have contributed to the events observed in the submitted system controller log file. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any issues that would have contributed to the reported events. A second distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 26¿. The previous driveline repair site was observed approximately 15.5¿ to 19.5¿ from the metal connector. The layers of the driveline repair appeared unremarkable. The outer silicone jacket, bionate, and metal braided shield layers of the driveline appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The account communicated that further pump stops occurred on (B)(6) 2018, after both distal end driveline repairs. An additional system controller log file was submitted for evaluation, which revealed a pump stop and low speed hazard/advisory event on (B)(6) 2018 at 04:31:24 am, while the patient was connected to an mpu. Minor elevations in power up to 8.1 w and driveline disconnected alarms were associated with this event. The patient remains ongoing on (B)(4) utilizing an ungrounded patient cable for support and no further issues have been reported at this time. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the account communicated that further pump stoppages occurred on (B)(6) 2018, after both distal end percutaneous lead (driveline) replacements were performed. An additional system controller log file submitted for evaluation, revealed a pump stop and low speed hazard/advisory event on (B)(6) 2018 at 04:31:24 am, while the vad system was connected to an mpu. Minor elevations in power up to 8.1 w and driveline disconnected alarms were associated with this event. The patient was instructed to utilize an ungrounded patient cable for support.

Event description:
Additional information: patient underwent a pump exchange on (B)(6) 2018. Surgeon left the following original equipment in place: apical sewing ring, outflow graft, inflow conduit, outflow collar. Pump was returned for evaluation.

Manufacturer narrative:
Age of device: 1 year, 9 months, 23 days. The device (percutaneous lead) was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that lvad system alarmed for low speed alarms once on (B)(6) 2018, 7 times on (B)(6) 2018 and 5 times on (B)(6) 2018. It was reported that an x-ray of the driveline was performed and report revealed that percutaneous lead was compromised by a little amount. Technical services representative performed a distal end percutaneous lead replacement without an issue on (B)(6) 2018. The patient was placed on a grounded patient cable after the replacement and the alarms did not return. The patient was being monitored. Technical services representative performed replacement of the rest of the percutaneous lead on (B)(6) 2018. No further information was provided. Technical service representative reviewed the log file and captured speed deceleration on (B)(6) 2018 which were less than the low speed limit (lsl). These incidents occurred when patient was connected to power module.